Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. The manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Based on the information obtained, product malfunction or product deficiency could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was an issue with the right eye; the side cut was incomplete. The surgeon did not attempt to lift the flap and decided to redo it at a later stage. The left eye was successfully treated. The surgeon reviewed a picture from the patient report, which clearly showed a vacuum loss. The surgeon stated that there was no error message or warning about this. Daily activities were not significantly affected. The doctor believes the issue was due to patient movement. No further information was provided. A separate report is being submitted for the elita. This report pertains to the patient interface.